Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for superview super 7 multiple band ligator device could not deploy the bands. The clinican's description indicates that the bands were wrapped around each other.